Manufacturer narrative:
Device received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments and partial display due to blank-flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display and was beeping. Blood glucose level at the time of the incident was 210 mg/dl. Customer stated the screen was flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.